Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Model # expiration date: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, in the patients right eye (od) 2 years ago. The patient now has an anterior subcapsular cataract (asc) and synechias in the angle 0° and 180° because of the upside down situation of the icl. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5- "the reporter indicated the surgeon implanted a toric icl implantable collamer lens, in the patient's right (od) on on (B)(6) 2019. The patient experienced low vault; anterior subcapsular cataract (asc) and synechias due to the lens implanted upside down. On (B)(6) 2022 the lens was explanted; cataract surgery was performed and iol was implanted and problem was resolved." Claim# (B)(4).